Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge representative discovered that the safety disk of the iabp was loose the day after the issue had occurred. It was also reported that the safety disk was expired due to hours, by approximately 200 hours. The facility's biomedical engineer has been made aware of the issue and at this time is unsure if they will contact getinge for service. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) received several low vacuum alarms on (B)(6) 2018 and it continued through (B)(6) 2018. There was a total of 10 low vacuum alarms in this period of time. The facility's nurse stated that she had tightened the safety disk. The iabp was swapped out for another iabp. The intra-aortic balloon was inserted on (B)(6) 2018 and removed on (B)(6) 2018 and the patient was put on an impella, but not due to the iabp alarm. The iab was reportedly performing to specification. No patient harm or adverse event was reported.

Manufacturer narrative:
The getinge service territory manager replaced the drive manifold after finding it to have an intermittent leak. After replacing the manifold the stm tested the iabp, it worked to specification and was returned to the customer for clinical use.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) received several low vacuum alarms on (B)(6) 2018 and it continued through (B)(6) 2018. There was a total of 10 low vacuum alarms in this period of time. The facility's nurse stated that she had tightened the safety disk. The iabp was swapped out for another iabp. The intra-aortic balloon was inserted on (B)(6) 2018 and removed on (B)(6) 2018 and the patient was put on an impella, but not due to the iabp alarm. The iab was reportedly performing to specification. No patient harm or adverse event was reported.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) received several low vacuum alarms on (B)(6)2018 and it continued through (B)(6)2018. There was a total of 10 low vacuum alarms in this period of time. The facility's nurse stated that she had tightened the safety disk. The iabp was swapped out for another iabp. The intra-aortic balloon was inserted on (B)(6)2018 and removed on (B)(6)2018 and the patient was put on an impella, but not due to the iabp alarm. The iab was reportedly performing to specification. No patient harm or adverse event was reported.

Manufacturer narrative:
It was later reported that a getinge service territory manager performed preventive maintenance on this iabp after the initial alleged malfunction. The stm replaced the expired safety disk and reported finding an issue with the drive manifold. As of the date of this report the repair of the iabp has not been reported to be complete.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) received several low vacuum alarms on (B)(4) 2018 and it continued through (B)(4) 2018. There was a total of 10 low vacuum alarms in this period of time. The facility's nurse stated that she had tightened the safety disk. The iabp was swapped out for another iabp. The intra-aortic balloon was inserted on (B)(4) 2018 and removed on (B)(4) 2018 and the patient was put on an impella, but not due to the iabp alarm. The iab was reportedly performing to specification. No patient harm or adverse event was reported.